Event description:
During a surgical procedure, the upper one inch of a cold knife blade broke off into the pt's ureteral orifice. The physician was able to retrieve the broken piece without harm to the pt.